Event description:
It was reported that patient underwent elbow arthroplasty on (B) (6), 2009. Subsequently, the patient began to experience stiffness and pain and radiographs taken revealed that the locking screw was loose and the radial head had migrated. A revision procedure was performed on (B) (6), 2009 to remove and replace the locking screw and radial head. The stem was well fixed and remained implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).